Event description:
Information was received indicating that during use, it was noted that a smiths medical cadd legacy plus pump had not fully delivered the treatment to the patient leaving 8.5 or 250mg of the drug. The reporter indicated that two tests were run with the pump and the first one worked fine. The second one delivered all the drug according to the pump, the reservoir volume was 0, and 99ml delivered but about 18 ml of saline remained in the cassette. No patient consequences were reported. No adverse effects were reported.